Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our edwards affiliate in germany, a 29mm sapien 3 valve was deployed in a pre-existing surgical valve during a valve in valve procedure. Approximately one year post implant, the patient presented with a mean gradient of 73mmhg. A valve in valve procedure was planned, however, following re-dilation of the valve with a non-edwards balloon, the gradient measured 2.9mmhg. Tee showed the valve leaflets were completely mobile and without deposits. The valve in valve was cancelled. No further actions were taken. At the time of the report, the patient was in stable condition. The valve remains implanted in the patient.

Manufacturer narrative:
Corrected information: section a2 - patient age, date of birth.

Manufacturer narrative:
A supplemental MDR is being submitted based on procedural imagery review. Approximately, one-year post-procedure, the patient presented with a mean gradient of 73 mmhg and limited leaflet mobility. A valve in valve (viv) procedure was planned but after dilatation with an atlas gold balloon 26x40 and 18 bar, a gradient of 2.9 mmhg had been determined. The tee showed all three valve leaflets were without deposits and completely mobile. Therefore, the implantation of another thv was discontinued. The patient left the hospital in stable condition and without aortic insufficiency ai with a mean of 17 mmhg.

Manufacturer narrative:
Update to h6 (component code, clinical code, type of investigation, investigation findings, and investigation conclusions) and h10 to reflect engineering evaluation. The 29mm sapien 3 valve was not returned to edwards as it remains implanted in the patient. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imaging was provided and revealed that the thv was seated inside the pre-existing surgical valve and appeared to have a waist-like profile, indicating that the valve was under-expanded. A device history record review was performed and did not reveal any manufacturing non-conformance that would have contributed to the reported event. The commander delivery system with s3 IFU were reviewed for guidance and instructions. Exact volume required to deploy the thv may vary depending on the bioprosthesis inner diameter. Factors such as calcification and pannus tissue growth may not be accurately visualized in imaging and may reduce the effective inner diameter of the failing bioprosthesis to a size smaller than the 'true ID'. These factors should be considered and assessed in order to determine the most appropriate thv size to achieve nominal thv deployment and sufficient anchoring. Do not exceed the rated burst pressure. The inflation parameters for valve deployment for a 29mm sapien 3 are nominal inflation volume of 33 ml. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for leaflet motion restricted in patient and increased gradients post implantation were unable to be confirmed based on provided imagery. A review of DHR did not identify any manufacturing non-conformances that would have contributed to the reported event. Additionally, no IFU/training manual inadequacies were identified. During the manufacturing process, all sapien s3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. Per medical records, 'approximately, one-year post-procedure, the patient presented a mean gradient of 73 mmhg and limited leaflet mobility' and 'after dilatation with an atlas gold balloon 26x40 and 18 bar, a gradient of 2.9 mmhg had been determined. The tee showed all three valve leaflets were without deposits and completely mobile.' In this case, imagery review confirmed that the originally implanted thv was under-expanded. Furthermore, patient's symptoms resolved after the thv was post-dilated. Therefore, it is likely that the incompletely expanded thv had an impact on proper leaflet motion (e.g. Under-expansion may prevent the valve leaflets from fully opening, resulting in the partially restricted motion etc.). In addition, the incompletely expanded thv would cause a reduction in the effective orifice area, which can obstruct the blood blow across the valve. If the valve orifice is narrowed, the pressure on the front of the valve can build up as blood is being forced through the narrow opening. This will in turn create a larger pressure difference between the front and back of the valve, resulting in elevated gradients. In this case, available information suggests that procedural factors (under-expanded valve) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.